Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20mmx3.0mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 24 x 3.00 rebel bms stent was advanced for treatment but failed to cross the lesion. However, during removal, it was noticed that the mid of the stent was deformed. The device was completely removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of a rebel bms catheter. The balloon was loosely folded. The stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The stent is damaged at the proximal end of the stent and in the middle of the stent. The tip is damaged. There are numerous shaft kinks. Inspection of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20mmx3.0mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and severely calcified right coronary artery. A 24 x 3.00 rebel bms stent was advanced for treatment but failed to cross the lesion. However, during removal, it was noticed that the mid of the stent was deformed. The device was completely removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.